Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient developed an infection while wearing the pod on the abdomen, between 25 and 36 hours. The patient reported experiencing pain, redness, irritation, an inflamed insertion site, a lump containing pus beneath the skin, and pus discharge upon pod removal. The patient also reported elevated blood glucose levels up to 300 mg/dl during the event. The patient sought medical attention on (B)(6) 2026, and was evaluated at a general practitioner's office, where inflammation at the injection site was diagnosed. Antibiotic treatment with ospexin was prescribed. The medical visit lasted approximately one hour. The pod was reportedly removed during the medical visit and a new pod was successfully applied.